Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4)

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle but not used. The lead would not give appropriate threshold numbers and was removed. A new lead was implanted. No patient complications have been reported as a result of this event.